Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer had an emergency room visit on (B)(6) 2016 with blood glucose of 400 mg/dl. Customer had symptom of nausea. Customer's emergency room visit was due to high blood glucose. Customer was wearing insulin pump at the time of emergency room visit. Healthcare professional was not able to give enough information in order to troubleshoot. Caller would have customer call in order to complete troubleshooting.